Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the intermittent catheter had no silicone on it and the items were packaged incorrectly.

Event description:
It was reported that the intermittent catheter had no silicone on it and items were packaged incorrectly. Per follow-up on 11jan2022, it was reported that the issues were resolved by receiving replacements. Customer described the packaging issue as the intermittent catheters appeared to be jammed in and folded like they had been removed and forced back into the box. Customer also reported that the catheter was on backorder and the patient was offered a comparable and ordered half of their usual order but received a full order instead of 53814g. Patient needed 16f catheter, not 14f catheter. The 14f catheter was too small for the patient and urine flow was much slower. Customer would call liberator to see if they could correct the order to be 16f.

Manufacturer narrative:
Per investigator evaluation, it has been determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.